Event description:
It was reported to philips that the system's c-arm was locking up and not moving. The system was in clinical use and patient was moved to another room in order to complete the procedure. No user or patient harm has been reported. A philips field service engineer (fse) inspected the device onsite and replaced the c-arc motor and the mvr high power board which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the procedure and completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. Upon functional testing fse found that the problem with mvr high power board and c-arc motor. Fse replaced both mvr high power board and c-arc motor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.